Event description:
It was reported that on (B)(6) 2025, the patient underwent a bha surgery for proximal femur fracture. When the surgeon was checking the adhesion of the trial shell 46mm by attaching it to the trial handle, the trial shell came off from the handle. The trial shell was placed on the acetabular side, and the surgeon firmly grasped it with kocher clamp and removed it. At the time, the trial shell was damaged and gouged out, which raised concerns from the operating room nurse that some of the material might have been left inside the patient¿s body. The surgeon is not concerned, but the operating room has asked the sales representative to check whether part of the trial shell is missing. The surgery was completed successfully with no surgical delay.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional narrative: d4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H11 additional narrative: added: d9. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: added: d4 (lot), h4. Corrected: d4 (primary UDI #). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: according to the information received, ¿in the surgery, when the surgeon was checking the adhesion of the trial shell 46mm (2055-46-000) by attaching it to the trial handle, the trial shell came off from the handle. The trial shell was placed on the acetabular side, and the surgeon firmly grasped it with kocher clamp and removed it. At the time, the trial shell was damaged and gouged out, which raised concerns from the operating room nurse that some of the material might have been left inside the patient¿s body. The surgeon is not concerned, but the operating room has asked the sales rep to investigate whether part of the trial shell is missing¿. The product returned to medtech orthopaedics for evaluation. The medtech orthopaedics team conducted a visual inspection of the returned device. Visual analysis of the returned s/c & mod cath trl 46/28 revealed a deep scratch extending from the interior to the external surface. However, no significant material loss or evidence of fracture was observed. This type of damage is consistent with other tools and hard edges coming in contact with the device, as described in the reported event. Properly handling and attention to the approved use of the device diminishes the risk of failure a dimensional inspection and functional testing were not performed as it is not applicable to the complaint condition. The overall complaint was confirmed as the observed condition of the s/c & mod cath trl 46/28 would contribute to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed. H11 additional narrative: corrected: h3.